Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received, with fluid inside of the reservoir. A visual examination showed no signs of blockage. A functional flow test was performed and flow continued from the device without stopping. Therefore the reported condition could not be confirmed, nor could a cause be determined. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a large volume infusor had experienced a no flow. The patient received an infusor filled with meclizine and the infusion was initiated at the patient's home. The next morning it was identified that the pump was not flowing. Additional information was requested and is not available.